Manufacturer narrative:
Covidien reference# (B)(4). Date of initial report: 12/08/2016. The incident device was discarded by the customer and is not available for evaluation. The lot number was unknown so the device history records could not be reviewed. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a pad site burn occurred on the arm of the patient. The degree of burn is unknown. Type of treatment, if any, is unknown. The incident grounding pad was thrown away following the procedure.